Manufacturer narrative:
Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the device was returned at end of life (eol). Visual inspection confirmed two arc marks and an x-ray of the device confirmed that the plasma fuse was blown. As a result of the device shocking into a shorted lead. Laboratory analysis confirmed that sustained high energy overstress damage as a result of shocking into a shorted lead condition rendered the device from delivering shock therapy.

Event description:
Boston scientific received information that during a changeout procedure this cardiac resynchronization therapy defibrillator (B)(4) induction testing was performed. The device was not successful at converting the patients induced arrhythmia and an error message appeared indication and a short when a 31 joule shock was attempted. Connections of the device and competitor right ventricular lead were normal. A shock on the t-wave was attempted and another error message appeared indication an extended charge time. The device was explanted but not turned off immediately. This device will be returned for analysis. Subsequently the same day another cardiac resynchronization therapy defibrillator (B)(4) was connected to the competitor right ventricular lead and induction testing was performed. A 21 joule shock was not successful at converting the induced rhythm and a "pop" sound was heard in the operating room. Upon loading of the capacitors to deliver a 41 joule shock an error message displayed indicating an open circuit and an external shock was performed to terminate the arrhythmia. The connection of the device and lead was checked with showed to be normal. A capacitor reform was performed indicating a 39 second charge time. The physician planned a revision procedure. Another revision procedure was performed to explant the device (B)(4). Interrogation of the device showed that the device had triggered end of life (eol). It was noted that upon explanting the competitor lead a fracture was confirmed. A competitor right atrial lead as well as the competitor right ventricular lead were explanted and an epicardial lead was placed. The explanted device was replaced and successful induction testing was performed with no complications. Both devices will be returned and analyzed. No adverse patient effects were reported.